Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported bubbles in the eye during a pars plana vitrectomy, endo laser and silicone oil right eye surgery. Additional information was requested for this event. No additional updates have been received.

Manufacturer narrative:
A device history record review for the reported lot showed that the product was released as per specifications. A product sample was requested but is not yet been received for evaluation. The investigation will be re open upon receiving the sample for further evaluation. The root cause of the customer's report could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).